Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. The physician obtained access and attempted to insert intracardiac echocardiography (ice) catheter however was having trouble fully inserting it into the right atrium (ra). While a new ice catheter was prepped, the physician decided to bring up the faradrive sheath with the versacross connect already inserted. Then brought up rf wire from the inferior vena cava (ivc) intending to go to the superior vena cava (svc), but the wire went through the ra free wall. The physician believed that he had slipped into the left atrium because of how smooth his advancing of the wire was. This was not confirmed though as there was no fluoroscopy and no ice catheter up at the time, so the physician advanced sheath over the wire and perforated the ra. It was noted when the sheath was flushed and drew back pericardial fluid followed by blood. Emergency medical services was called upon the realization and the doctor as well as the lab staff proceeded to enact their protocols for this situation. The patient was stabilized after and transferred to a separate facility. The physician believed there was also an existing pericardial effusion that we would have seen if the ice catheter was in the body. The device is not expected to be returned for analysis (disposed). It was further reported that it is suspected that the rf wire perforated first then the sheath was advanced over the rf wire. Since there was no visualization being used, it was believed it was gone transeptal which is why the sheath was advanced. The only difficult portion of the anatomy of note was advancing from the femoral vein to the ra. The anatomy caused the ice catheter to deform as it was going up, so it was replaced. The doctor proceeded to advance the rf wire and then the sheath while a second ice catheter was being pulled. A blood transfusion was performed. Patient made a full recovery and was discharged.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect was selected for use. The physician obtained access and attempted to insert intracardiac echocardiography (ice) catheter however was having trouble fully inserting it into the right atrium (ra). While a new ice catheter was prepped, the physician decided to bring up the faradrive sheath with the versacross connect already inserted. Then brought up rf wire from the inferior vena cava (ivc) intending to go to the superior vena cava (svc), but the wire went through the ra free wall. The physician believed that he had slipped into the left atrium because of how smooth his advancing of the wire was. This was not confirmed though as there was no fluoroscopy and no ice catheter up at the time, so the physician advanced sheath over the wire and perforated the ra. It was noted when the sheath was flushed and drew back pericardial fluid followed by blood. Emergency medical services was called upon the realization and the doctor as well as the lab staff proceeded to enact their protocols for this situation. The patient was stabilized after and transferred to a separate facility. The physician believed there was also an existing pericardial effusion that we would have seen if the ice catheter was in the body. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.